Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 479 mg/dl while wearing the pod. In addition the patient reports the pod infusion site was infected and had boils and purulent discharge. The patient reports they had been vomiting. Once at the hospital the patient was treated with intravenous fluids, insulin and antibiotics. The patient was prescribed doxycycline (100 mg) to be taken 2 times daily for 10 days. The patient was discharged from the hospital after 10 days. Once at home from the hospital the patient was able to resume pod use.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.